Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, at the end of the procedure, a piece of blue material was noted inside the cavity. The surgeon retrieved the piece, continued and closed the pt. No injury reported.